Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: hepatectomy. Event description: a transparent part fell off. Report from the sales rep a transparent part fell off in the abdominal cavity while the ultrasonic aspirator was being taken in and out. (The actual product has been discarded and the actual product cannot be confirmed, but it is presumed to be a part of the septum part) the parts that have fallen off have been collected. The case was completed with the new one. Occurs in the middle of the case time of about 10 hours. Initial investigation report the event unit was not returned to us because the hospital disposed it, we could not confirm the unit condition. Type of intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments (such as the ultrasonic aspirator) through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: hepatectomy event description: a transparent part fell off report from the sales rep a transparent part fell off in the abdominal cavity while the ultrasonic aspirator was being taken in and out. (The actual product has been discarded and the actual product cannot be confirmed, but it is presumed to be a part of the septum part) the parts that have fallen off have been collected. The case was completed with the new one. Occurs in the middle of the case time of about 10 hours initial investigation report the event unit was not returned to us because the hospital disposed it, we could not confirm the unit condition. Type of intervention: the case was completed with the new one. Patient status: no patient injury